Event description:
It was reported by the patient that the device was alerting. Follow-up with the physician's office clarified that an alert tone was occurring due to magnet exposure from the patient's contents of the purse or the patient's keys. The patient was advised not to allow magnets to come into contact with the device; the patient understood the instruction. The device remains in use. It was also noted that the left ventricular lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.